Manufacturer narrative:
The ge service rep performed an onsite investigation. The image processor computer was reattached to resolve the contact issue. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system displayed a camera error message and exposures could not be made. No pt injury was reported.